Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('left essure coil was seen nearly perforating the fallopian tube') and device breakage ('upon hysteroscopy coils easily seen on the right side, grasped and removed in pieces'). In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included: uterine bleeding and low grade squamous intraepithelial lesion. Concurrent conditions included: pelvic pain and dyspareunia. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative hysteroscopy with right essure coil removal, laparoscopy with left salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and device breakage outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure. The reporter commented: the left essure coil was unable to be seen. Multiple blind attempts were attempted. However, ultimately unsuccessful. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, medical record received: reporter added, medically confirmed case. Event: removal replaced with left essure coil was seen nearly perforating the fallopian tube and event: upon hysteroscopy coils easily seen on the right side, grasped and removed in pieces were added from medical record. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2020: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure coil was seen nearly perforating the fallopian tube') and device breakage ('upon hysteroscopy coils easily seen on the right side, grasped and removed in pieces.') In an adult female patient who had essure inserted for female sterilisation. The patient's medical history included uterine bleeding and low grade squamous intraepithelial lesion. Concurrent conditions included pelvic pain and dyspareunia. In 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (operative hysteroscopy with right essure coil removal, laparoscopy with left salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation and device breakage outcome was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure. The reporter commented: the left essure coil was unable to be seen. Multiple blind attempts were attempted; however, ultimately unsuccessful. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.